Event description:
It was reported that the single use preloaded sphincterotome, the cutting wire disengaged. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) for stenotic tumoral gallstones. The intended procedure was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, evaluated, and the user¿s report was not confirmed. There was resistance noted when the slider was moved back and forth. However, the cutting wire was able to be moved. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ the distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators have developed a few theories on the potential cause of the reported failure. The first being that it is likely that the distal end of the tube sheath was deformed and buckled. This might have prevented the cutting wire from deploying in the intended direction. The second is that it is possible that the buckling at the distal end of the tube sheath was caused by excessive pulling on the slider, which caused the tube sheath to bend significantly. Finally, the last consideration for the reported failure is the slider of the handle was operated while the insertion portion was twisted. This might have caused the insertion portion to buckle. Olympus will continue to monitor the field performance of this device.